Manufacturer narrative:
Corrected pump serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated fdp code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-may-2018, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 15-aug-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-nov-13 mpxr (B)(4) (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone)9.4 mg 10 mg via an implantable pump. It was reported that the patient had increased pain. The patient had pump refill ¿a week or two ago¿ and expected volume was 2ml but 16ml of drug was still in pump reservoir. The physician attempted dye study but unable to aspirate any cerebrospinal fluid (csf) from the catheter aspirate port (cap). The patient fallen a couple times in past few months. Action/intervention: the patient will be referred to surgeon for catheter replacement. Outcome: the issue was not resolved. The hcp has no further information for medtronic. The patient was alive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the pump was checked again and showed the expected volume to be 1.3 ml, but 20 ml was still in the pump reservoir, so the clinician put the drug back into the reservoir and set the infusion to minimum rate mode. At the time of this report, the patient had not yet heard back from the surgeon¿s office.